Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient hospitalization were not reported. On an unreported date, the patient was treated with an unspecified antibiotic (intraperitoneal) for the event. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.